Event description:
Per report received from the united kingdom, it was a case of an implant of a 29mm sapien 3 ultra resilia valve in aortic position by transfemoral approach. During the procedure, the esheath+ was inserted into the rtf artery without issue. However, when the commander delivery system with the valve was inserted, a lot of resistance was felt, and the valve was stuck in the non-expandable portion of the esheath+. In addition, the esheath+ was also kinked. Then, the commander delivery system, valve and esheath+ were removed as a unit, and it was noticed that the patient had developed hematoma in the groin. The medical team thought that due to the patient's nature of skin tissue, the esheath+ was inserted at a more acute angle than usual with a deeper puncture. A new esheath+ was then inserted with no particular resistance, and when the new commander delivery system with new valve were inserted, the same resistance was felt as the first system. More push force was applied, and the valve eventually exited the tip of the esheath+ and was deployed with good result. At the withdrawal stage, no issues were found in removing the commander delivery system, but after removing the esheath+, a tear in the strain relief was observed. The vessel was then attempted to be sealed but was unsuccessful. There was also bleeding from the femoral artery due to a perforation of the vessel, at the height of the first esheath+ kink and the second esheath+ tear, was found. A vascular surgeon was called for vascular repair, and the sutures were found in the subcutaneous tissue. The patient was noted to be in stable condition. It was suspected that the dissection/perforation was caused after the insertion of the commander into the esheath+ during the first attempt as the operator noted the hematoma before the insertion of the second esheath+.

Manufacturer narrative:
Investigation is ongoing. This is one of two reports being submitted for this case.

Manufacturer narrative:
A supplemental MDR report is being submitted due to preliminary device evaluation findings. Updated b4, b5, g3, g6, h2, h3, h6 component code, device code, and h11. Investigation is ongoing.

Event description:
As per evaluation of the returned devices, after advancing a commander delivery system with valve through the esheath, the distal tip was torn and completely detached.

Manufacturer narrative:
A supplemental MDR is being submitted to provide the related report number. Updated b4, g3, g6, h2, h10, and h11. Investigation is ongoing.

Manufacturer narrative:
The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Visual examination of the device revealed that the liner was unexpanded, and the distal tip remained unopened. Following functional testing using the associated 29mm commander delivery system with crimpled valve, the valve was advanced through the sheath and the sheath liner expanded as designed. The distal tip opened but was torn and separated. All score lines were visible at the distal tip, with hdpe material stretching noted along the radial score line. Additionally, the sheath shaft was found to be kinked approximately 1.5-cm from the hub. Due to the nature of the complaint, no applicable dimensional testing was able to be performed. Per the technical summary, the instructions for use (IFU), training manuals and current risk mitigations have been reviewed. No inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The complaints for sheath distal tip torn and system components separate during use were confirmed, based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, and/or by other manufacturing-related factors. Additionally, patient or procedural factors - such as challenging anatomy or non-coaxial advancement angles may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Through extensive complaint investigations, events reporting resistance during delivery system insertion or advancement through the sheath with the s3u/s3ur valve configuration have not been linked to device malfunctions or manufacturing nonconformances. Historically, root causes for these events have been associated with multiple contributing factors, including patient conditions (vascular and non-vascular), procedural variables, and use-related variability (e.g., technique, user error). These factors often interact and compound, potentially resulting in secondary device failures - such as valve frame damage or compromised sheath and delivery system components - as well as secondary complications affecting the delivery system. Notably, these secondary failures or complications are also not considered device malfunctions or manufacturing nonconformances, as they arise from the same complex interplay of external factors rather than inherent product defects. The complaint for inability to advance through sheath was confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle) likely contributed to the event as provided information indicated presence of tortuosity within patient-s access vessels, and that the system was inserted at a steep angle. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. The complaint for sheath kinked was confirmed based on the evaluation of the returned device. Available information suggests patient factors (tortuosity) and/or procedural factors (steep insertion angle, device manipulation) likely contributed to the event as provided information indicated presence of tortuosity within patient-s access vessels, and that the system was inserted at a steep angle. Tortuous patient anatomy can create sub-optimal angles that can lead to non-coaxial alignment between the delivery system with crimped valve and sheath inner lumen. In addition, a steep insertion angle can result in non-coaxial alignment between the delivery system and sheath. Non-coaxial advancement of the delivery system through the sheath may lead to resistance or increase push force requirements, resulting in frame damage or secondary failures on the sheath or delivery system. High push forces exerted to overcome resistance in challenging anatomy can compromise sheath integrity, resulting in shaft damage/kinks. When combined with non-coaxial advancement trajectories (rendered through anatomical complexities, steep angles and/or manual device misalignments), these forces can further exacerbate damage to the sheath shaft - particularly when interacting with crimped valve struts. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. An investigation has been opened to determine the root cause and implement any necessary corrective actions.